Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(4) 2013, it was reported that on (B)(6) 2013 while the patient was at school her blood glucose level was 28 mmol/l (504 mg/dl) and she bolused 10 units of insulin. One hour later her blood glucose level was hi and her teacher called for an ambulance. When the ambulance arrived her blood glucose level was still hi. At the hospital, the patient's nurse gave her three correction boluses. Two hours later the patient's blood glucose level was 10.9 mmol/l (196.2 mg/dl). The patient switched to her backup device and her blood glucose levels stabilized. The patient's mother thinks the infusion device delivers an inaccurate amount of insulin. The infusion device was requested to be returned for product evaluation.